Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset. The device was tested on the bench. The cause of the power on reset could not be determined.

Event description:
It was reported that the pulse generator was in backup. The device was not used. No patient was involved.